Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion due to high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.